Event description:
A valiant stent graft system and another manufacturer¿s device were implanted in zone four for the emergent endovascular treatment of a thoracic aortic aneurysm. Originally the physician planned to implant other manufacturer¿s device however, the other manufacturer¿s device did not delivery. Instead, a valiant was implanted first. Next, another manufacturer¿s device was implanted as planned and a third valiant device was implanted. A post-operative dsa showed a possible type IV endoleak, so the physician decided the patient would be monitored and completed the procedure. A post-operative CT check confirmed a type iii junctional endoleak. Two days post implant, the physician performed a secondary procedure. A valiant stent graft was implanted between the second device (other manufacturer¿s) and the third device (valiant) resolving the endoleak. The physician commented that the endoleak may have due to the combination of the different manufacturer¿s devices. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Manufacturer's device may have contributed to the type iii separation. Unknown cause of event. Unknown cause of event. Conclusion: endoleak. Manufacturer's device may have contributed to the type iii separation. Unknown cause of event.